Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in hungary. It was reported that, the patient faced infusion set's leakage event on 20-mar-2025. Patient had high blood glucose levels and was treated via insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008346 have already been previously tested in the (B)(4) on 07/jun/2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6008346 was packaging according to the wi version 18, in the machine multivac 14, on 28/jul/2024, with a total of (B)(4) units. Glue-tubing DHR review: the lot 4g02662 was manufactured according to the wi version 15, in the machine lc01, on 23/jul/2024, with a total of (B)(4) units. Cannula DHR review: the lot 4g02668 was manufactured according to the wi version 16 machine lc05, on 14/jul/2024, with a total of (B)(4) units. The lot 4g02870 was manufactured according to the wi version 16 machine lc05, on 19/jul/2024, with a total of (B)(4) units. Trending: a query was run in database on 18/jun/2025 against malfunction code evaluated leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6008346 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.